Event description:
It was reported that during a colectomy procedure, the packaging tyvek was torn. The device was not used. A competitor's device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch number: h52l20. Expiration date: 07/18/2016. Manufacture date: 08/18/2011. Two devices were returned for analysis. Both devices were received in good visual condition. Device a was received with a reload present. The reload was received fully loaded with staples and with the swing tab in the locked position, consistent with an improper loading technique. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. The cartridge was manually reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Device (b) was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.